Event description:
It was reported that the customer is in the intensive care unit with diabetes ketoacidosis, and the doctor feels that the insulin pump is malfunctioning. The father stated that the device alarmed motor error two weeks ago. The blood glucose reading was 417mg/dl. The caller stated that the hospital took her off the insulin pump again because her glucose level was going up and they are treating her with an insulin drip. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and noted the motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device passed the displacement test.